Event description:
Additional information received from the patient on (B)(6) 2016 reported that during the initial call on (B)(6) 2016 programming changes were made that resolved the reported issue.

Event description:
The patient reported that their device had adaptive stimulation enabled but their stimulation was not changing with positions. They also had an issue where if they would turn certain ways their stimulation would go higher and stronger and then in a few seconds it would go back to where it was. This had been going on for about 6 months prior to the report. The last time they noticed it they were sitting and leaning over to the left and the stimulation kicked in higher. It was also noted that the last time they noticed it was when they were walking so it was unclear when the issue last occurred. If the patient laid down their stimulation would get really strong. When the patient would get more pain they would try increasing the stimulation but then the stimulation would go back down to whatever they had it on. While the patient was at church the day prior to the report they started hurting while sitting there. They turned the stimulation up but by the time they put their patient programmer back in their pocket their stimulation had gone back down to where it was before. This was their usual pain and was worse when getting out and walking to church and doing other activities. The patient noted that there was no change in the therapy. It was reviewed that the patient needed to maintain a position for 3 minutes for adaptive stimulation settings to change. They felt like all of these issues were related. The patient wanted to turn their adaptive stimulation so they were walked through turning it off at the time of the report. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.